Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for glucose hk (gluc2). The erroneous result was reported outside of the laboratory. The initial gluc2 result was "over 300 mg/dl." This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated twice about an hour later and the results were both "about 190 mg/dl." No adverse event occurred. The gluc2 reagent lot number and expiration date were not provided. The customer mentioned an aspirating error message and was advised by the local call center to clean the top of the sample probe and exchange the sample probe. A specific root cause could not be identified. The customer declined to provide any additional information for investigation.